Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The manifestation of symptoms and the cause of the event were not reported. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the event with unspecified antibiotic injection (dose, frequency, route, and duration not reported). The outcome of the event was not reported. The action taken with dianeal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.